Event description:
Broken gamma nail - stryker. A female, right hip fracture stabilized with a gamma nail in early 2008. There has been some settling of the fracture with backout of the lag screw from the gamma nail now approximately 1 inch from the lateral femur and causing soft tissue impingement. The proximal aspect of the nail and lag screw were identified and explored. The setscrew was backed out and the lag screw was removed; under c-arm visualization, it was evident that the gamma nail was truly broken. Dates of use: 2008 - 2009. Diagnosis or reason for use: rt hip fracture/stabilization of hip fracture.